Event description:
Patient called and reported "bilateral breast infection, bilateral capsular contracture baker grade unknown, bilateral fluid around the implants, bilateral redness, bilaterally their breasts are huge and hot, bilaterally their breast are enormous, bilateral breast soreness, the left side is solid as a rock, they have had the flu, they have been sick" against the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast infection, capsular contracture, baker grade unknown, fluid around implant, redness, soreness, hardness.